Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports " hole was burned in his leg". The cause of the consumer stating "hole was burned in his leg" is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 30-may-2023, a spontaneous report from the united states was received via telephone from a consumer via pfizer regarding a 56-year-old male who used a thermacare neck wrist and shoulder 8hr heat wrap. On 31-may-2023, additional information was received from a consumer. On 13-jun-2023, the consumer provided the expiration date. On 17-may- 2023, the consumer topically applied a thermacare neck wrist and shoulder 8hr heat wrap at night and then went to sleep. Upon awakening the next morning (after 8 hours of wearing the product), he noted a hole was burned in his leg. It was clarified that he woke up with a burn the size of a silver dollar. It was pinkish and red in color with a small hole in the middle. On (B)(6) 2023, his doctor looked at his injury while he was at an appointment for another reason. For treatment, he used neosporin and nothing else. No additional information was provided.